Event description:
It has been reported to philips that the system has boot-up problem. The device was not in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not boot up. Upon functional testing fse found ippc (frontal and lateral) and cable issue. Fse reseat ippc (frontal and lateral) and cable. After reset of ippc (frontal and lateral) and cable, system was returned to use in good working order. The codes were updated based on the investigation outcome.